Manufacturer narrative:
Other text: g3: canada. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the set was leaking. Per reporter the set was subsequently changed and one bag of antibiotic was wasted. No adverse patient effects were reported.